Event description:
Boston scientific crm received information that one day post implant, this right ventricular lead exhibited loss of capture, increased thresholds, varying r-wave amplitude, and a decrease in impedances. A chest x-ray was performed and revealed that the lead had micro-dislodged. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead was successfully repositioned and remains implanted. Should additional information become available, an amended report will be submitted.